Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise enzymatic creatinine results is user error. The account set the digits of precision settings to one (1) which provided results in single digit of precision values rather than the proper three digits of precision. The single digit of precision value setting caused result to be rounded with resulting imprecision. The siemens healthcare diagnostics inc. Customer care center representative instructed the account to correct the disgits of precision setting. The instrument is performing within specifications.

Event description:
A group of imprecise enzymatic creatinine results were obtained on patient plasma, urine and qc samples. Results were reported to physicians. Results were reported in whole number, single digit of precision values only. It is unknown if patient treatment was altered or prescribed on the basis of the imprecise creatinine results. There was no report of adverse health consequences as a result of the imprecise creatinine results.